Manufacturer narrative:
Baxter received and evaluated the device.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported burnt battery connection terminal which was observed during a visual inspection. A visual inspection of the rear case exterior verified the reported heat damage evident by deformed plastic from melting around battery contact pins. An internal visual inspection of the back flex assembly identified heat damage to a component, evident by blistered conformal coating and discolored circuit board surface in the area of the component. Collaterally heat from the component melted an area of the rear case and deposited a residue on the processor printed circuit board assembly (pcba) shielding. The burnt battery connection terminal was verified and found to be caused by a failed component on the back flex assembly. The rear case assembly and the processor pcba's shielding was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery connection terminal of a spectrum pump was burnt. There was no patient involvement. No additional information is available.